Manufacturer narrative:
Additional information obtained clarified that the bleeding injury previously reported in this MDR against the 14fr esheath actually occurred during the pacemaker implantation. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) registry, post transfemoral tavr procedure, the patient suffered bleeding at the access site and required the transfusion of 2 units of prbcs. The event resolved without sequelae. On pod 7, the patient was discharged home.